Event description:
Non-(B)(6) device. Healthcare professional reported "breast removal and wash out", "results were polymorphonuclear leukocytes present (3+), but no organisms ever grew out of the aerobic or anaerobic cultures" and "cultures taken and showed serratia marcescens". Healthcare professional later reported ¿pathology showed aerobic culture 1+ (few) pseudomonas aeruginosa¿. This record is for the right side. The device was explanted and replaced. Patient was prescribed oral antibiotics. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".